Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, an 840 ventilator had a blank upper display. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The customer's biomedical engineer replaced the graphical user interface (gui) printed circuit board (pcb). A service engineer installed the latest version of the software on the gui pcb. The ventilator passed all testing and operated within the manufacturing specifications.